Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), pain ("pain throughout body"), disturbance in attention ("difficulty concentrating"), fatigue ("exhaustion even when doing nothing"), diarrhoea ("diarrhoea "), constipation ("alternating diarrhoea and constipation"), mitral valve incompetence ("mitral insufficiency"), musculoskeletal stiffness ("morning stiffness"), fibromyalgia (" fibromyalgia"), thyroiditis ("repeated thyroiditis"), pityriasis rosea ("pityriasis rosea"), notalgia paraesthetica ("notalgia paraesthetica") and hypoglycaemia ("hypoglycaemia") and was found to have magnetic resonance imaging abnormal ("5 hyperintensities in the left hemisphere"). At the time of the report, the back pain, pain, disturbance in attention, fatigue, diarrhoea, constipation, mitral valve incompetence, musculoskeletal stiffness, fibromyalgia, thyroiditis, pityriasis rosea, magnetic resonance imaging abnormal, notalgia paraesthetica and hypoglycaemia outcome was unknown. The reporter provided no causality assessment for back pain, constipation, diarrhoea, disturbance in attention, fatigue, fibromyalgia, hypoglycaemia, magnetic resonance imaging abnormal, mitral valve incompetence, musculoskeletal stiffness, notalgia paraesthetica, pain, pityriasis rosea and thyroiditis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), pain ("pain throughout body"), disturbance in attention ("difficulty concentrating"), fatigue ("exhaustion even when doing nothing"), diarrhoea ("diarrhoea "), gastrointestinal motility disorder ("alternating diarrhoea and constipation"), mitral valve incompetence ("mitral insufficiency"), musculoskeletal stiffness ("morning stiffness"), fibromyalgia (" fibromyalgia"), thyroiditis ("repeated thyroiditis"), pityriasis rosea ("pityriasis rosea"), notalgia paraesthetica ("notalgia paraesthetica") and hypoglycaemia ("hypoglycaemia") and was found to have magnetic resonance imaging abnormal ("5 hyperintensities in the left hemisphere"). At the time of the report, the back pain, pain, disturbance in attention, fatigue, diarrhoea, gastrointestinal motility disorder, mitral valve incompetence, musculoskeletal stiffness, fibromyalgia, thyroiditis, pityriasis rosea, magnetic resonance imaging abnormal, notalgia paraesthetica and hypoglycaemia outcome was unknown. The reporter provided no causality assessment for back pain, diarrhoea, disturbance in attention, fatigue, fibromyalgia, gastrointestinal motility disorder, hypoglycaemia, magnetic resonance imaging abnormal, mitral valve incompetence, musculoskeletal stiffness, notalgia paraesthetica, pain, pityriasis rosea and thyroiditis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report